Manufacturer narrative:
(B)(4). Yoke flange, spring cartridge lock out tab. The analysis results found that the ats45 device was received in good visual condition and with a cartridge reload loaded in the device. The reload was received fully fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re-firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information, please refer to the instructions for use. The device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where it engages with the tube (yoke flange). Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during the laparoscopic colectomy, the device was stuck on the bowel. This was the first firing of the device. The blue reload was used. The device released after instructions for use were reviewed. Per the rn in the room- there were no patient consequences. The surgeon took out the section of tissue with the device, the device did not open at all. An ec60 was used to cut around the jaws to remove the device.